Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013,product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was in overdischarge and pulled out of overdischarge two weeks prior to the report. Since the implantable neurostimulator (ins) was pulled out of overdischarge (it was unknown who pulled the patient out of overdischarge) the patient had four episodes of shocking/jolting which was a sudden change in therapy. The patient would by lying down at night, and without the patient programmer (pp) or physical movement the patient was getting sudden jolts. It was noted that at the time of the report the patient was still using and feeling stimulation. The manufacturer's representative (rep) met with the patient and ran impedances and found that contacts 2, 4, and 7 when paired against any other contacts showed greater than 10,000 ohms. The rep. Couldn't remember exactly what they did with reprogramming.